Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the pegged glenoid was removed after it became loose. The glenoid was then re-modeled with bone replacement material, resulting in a hemi-prosthesis. At the moment, no more information has been made available.

Manufacturer narrative:
Complaint confirmed, the device was received with a broken central peg, and broken keel. The edges were found to be cracked and worn. The cause of the event is undetermined.